Event description:
The technician alleged that the bed had a high ground reading. No pt impact.

Manufacturer narrative:
The technician found loose wires in the power cord plug. The technician reconnected the wires in the power cord plug to resolve the issue.